Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 alarm (air and fluid in line/set). This event occurred during dwell cycle four of four of peritoneal dialysis therapy while the patient was connected. During troubleshooting, the patient was unable to confirm whether or not the line was fully primed prior to use. The technical service representative assisted the patient in clearing the alarm and advised the patient to finish therapy with manual supplies or restart with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.